Event description:
It was reported that the height adjustment racks were damaged. There was pt involvement however there were no adverse consequences.

Manufacturer narrative:
Height adjustment racks. Cot drop.